Manufacturer narrative:
The event occurred in macao during treatment. It was reported that the venous probe was reading low svo2 values. The venous probe was reading values of 80% svo2, while the normal readings should be around 90% svo2. No harm to any person has been reported. Information received on (B)(6) 2026, that the cardiohelp was exchanged during treatment. As the cardiohelp was exchanged during treatment, a report is required. A getinge technician was sent for investigation on 2026-02-26. The failure could be replicated by the technician on-site. The venous probe was the old type of venous probe, seven lensed version. The venous probe was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿svo2 sensor disconnected¿ could be confirmed on the date of event. According to the technician, the venous probe affected was the older version, seven lensed version. However, the cardiohelp in question was manufactured on 2021-01-19. The venous probe linked to this cardiohelp should be the newer version, four lensed. Cardiohelp devices manufactured after march 2019 have the four lensed version of the venous probe. Therefore, the most probable root cause is swapping of venous probes between cardiohelp devices. The venous probes are not interchangeable between cardiohelp units. The venous probes are paired to a specific cardiohelp and are not supposed to be swapped. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities has been performed on 2026-02-27 for the period of 2020-12-17 to 2026-02-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-12-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe reading low svo2" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in macao during treatment. It was reported that the venous probe was reading low svo2 values. No harm to any person has been reported. Information received on (B)(6) 2026, that the cardiohelp was exchanged during treatment. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).